Manufacturer narrative:
(B)(4). The customer returned one swg assembly inserted into an introducer needle for evaluation. Visual examination revealed the guide wire was unraveled. The core wire separated from the distal weld, but the coils were still attached. The proximal weld was intact and appeared full and spherical. The returned introducer needle showed evidence of use but no obvious defects or anomalies. The total length of the core wire measured to be 455 mm which is within specifications of 450-458 mm per product drawing. The guide wire contained one kink at 355 mm from the proximal end. The outer diameter of the guide wire measured to be 0.796 mm which is within specifications of 0.788-0.826 mm per product drawing. The outer diameter of the needle cannula was measured to be 0.05005" which is within specifications of 0.050-0.051" per cannula product drawing. The inner diameter of the needle cannula was measured to be 0.041", which is within specifications of 0.041-0.043" per cannula product drawing. The undamaged portions of the guidewire were inserted through the needle with minimal resistance. A manual tug test confirmed the proximal weld was fully intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report of an unraveled guide wire was confirmed through examination of the returned sample. The core wire separated from the distal weld, but the coils were still attached. The guide wire and introducer needle met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: after locating the vessel with ultrasound according to usual principles, the vessel is tubulated without problems. When trying to advance the guidewire, resistance arises and the guidewire can't be moved either back or forward. The guidewire got stuck inside the needle and the physician had to remove both the guidewire and needle together. The guidewire was firmly attached inside the needle. It was reported there was a hematoma on the patient's right side, so a new device was placed on the left side without issue.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as after locating the vessel with ultrasound according to usual principles, the vessel is tubulated without problems. When trying to advance the guidewire, resistance arises and the guidewire can't be moved either back or forward. The guidewire got stuck inside the needle, and the physician had to remove both the guidewire and needle together. The guidewire was firmly attached inside the needle. It was reported there was a hematoma on the patient's right side, so a new device was placed on the left side without issue.